Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a grey longevity bar when interrogated prior to the implant procedure. It was noted the device was in the hospital operating room for several months before interrogation. The crt-d was not implanted and replaced. There was no apparent patient involvement.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: upon analysis, no anomalies were found.